Manufacturer narrative:
(B)(6). Fisher and paykel healthcare (f&p) are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in hong kong reported that the 950n81 neonatal ventilator dual heated circuit kit (with accessories) was found melted and adhered to the bed sheet. There were no patient consequences.

Manufacturer narrative:
(B)(4). Section g4: the 950n81 neonatal ventilator dual heated circuit kit (with accessories) is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k220703. Method: the subject inspiratory limb, as part of the 950n81 neonatal ventilator dual heated circuit kit, was received at f&p healthcare in new zealand for investigation, where it was visually inspected, and performance tested. The healthcare facility also provided additional information relating to the reported event upon request. Our investigation is therefore based on the evaluation of the subject device, the information provided by the healthcare facility and our knowledge of the product. Results: the healthcare facility reported that a portion of the 950n81 neonatal ventilator dual heated circuit had melted and was adhered to the bedsheet. It was also reported that the failure was identified after the ventilator had been stopped and the heated breathing tube disconnected from the patient for 12 hours. Visual inspection of the subject device observed that a section of the returned heated breathing tube, measuring approximately 19 cm, was observed to have melted approximately 11 cm from the patient-end, therefore confirming the reported fault. The caution tag was attached to the heated breathing tube and was undamaged. A resistance test confirmed that the heater wire was within specification. Review of the provided log confirmed that on (B)(6) 2025 there were multiple occurrences of low temperature alarms. As this time correlates with the time of the reported event, it is probable that the low temperature alarms occurred as a result of no gas flow. Conclusion: it is reasonably believed that there was no airflow through the breathing circuits for a 12-hour period, which could have contributed to the reported fault. Although the customer responded that no bedding or object had covered the circuit, the likely cause of the reported melted tubing is covering of the circuit during a no gas flow condition. The instructions for use that accompany the 950n81 neonatal ventilator dual heated circuit kit caution the user to not operate the chamber without water or gas flow. All heated breathing tubes as part of the 950n81 neonatal ventilator dual heated circuit kit are visually inspected and undergo functional tests, including temperature and heater wire resistance. The heater wires are 100% visually inspected using a camera system. The heater wires are also tested for resistance, continuity, polarity, and pitch during production. Additionally, a functional test is conducted under load. The heated breathing tube (hbt) is designed to ensure that "under normal conditions" the surface temperature does not exceed 44ºc as per iso 80601-2-74:2021 medical electrical equipment: particular requirements for basic safety and essential performance of respiratory humidifying equipment. The two elastomers used in hbt both have a softening point of 76ºc. The tubing will only reach the softening point if it is covered for a prolonged time and heat is no longer able to dissipate away from the tube. Compression would not cause the tubing to reach the softening point. The key factors which determine whether the heat is retained in the affected area leading to softening are: the surface area of the hbt covered by an object, the duration of time the hbt is covered, the insulating properties of the object covering the hbt (i.e., higher thermal coefficient would allow less heat to dissipate), the gas flow rate through the tube (i.e., lack of flow through the tube would allow less heat to dissipate). The 950n81 neonatal ventilator dual heated circuit kit user instructions (ui) include the following technical specifications: the maximum tube temperature is 44ºc, operating flow range for the ventilator is 0.5 - 40l/min. The ui that accompanies the 950n81 neonatal ventilator dual heated circuit kit may also caution the user: do not cover the circuit with materials such as towels, pillows, or bed linen. Failure to comply may result in skin burn. Set appropriate ventilator or flow source alarms to monitor therapy delivery perform a pressure and leak test on the breathing system before connecting to a patient. Do not crush, stretch, or milk the tubing.

Event description:
A healthcare facility in hong kong reported that the 950n81 neonatal ventilator dual heated circuit kit (with accessories) was found melted and adhered to the bed sheet. There were no patient consequences.